Event description:
A report was received that the patient had charging issues. The patient will undergo an ipg replacement procedure. It was stated that the physician and patient decided to have the ipg replaced.

Manufacturer narrative:
Additional information was received that the ipg was not holding a charge.

Event description:
A report was received that the patient had charging issues. The patient will undergo an ipg replacement procedure. It was stated that the physician and patient decided to have the ipg replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected and that the ipg was just not holding a charge.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had charging issues. The patient will undergo an ipg replacement procedure. It was stated that the physician and patient decided to have the ipg replaced.

Event description:
A report was received that the patient had charging issues. The patient will undergo an ipg replacement procedure. It was stated that the physician and patient decided to have the ipg replaced.

Event description:
A report was received that the patient had charging issues. The patient will undergo an ipg replacement procedure. It was stated that the physician and patient decided to have the ipg replaced.